Event description:
Reporter indicated surgery to reposition the generator is no longer planned.

Event description:
Reporter indicated a patient's vns generator had migrated in the chest, and this began approximately (B)(6) 2012. The generator has moved up to the clavicle, and also downward. The patient had no trauma and did not manipulate the vns. The reporter indicated vns diagnostics are within normal limits. The patient's vns generator was secured to the fascia with a non-absorbable suture during the initial implant surgery on (B)(6) 2011. Surgery to reposition the generator appears likely, but has not occurred to date.